Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "the transverse fracture was reduced and the canal was opened. The surgeon requested nail sizing options; the sales rep recommended starting with a 7mm reamer, however he elected to proceed directly to a 10mm. The 10mm reamer was buried in the distal humerus. The surgeon then asked the sales rep to open a 9mm x 270mm nail. Insertion proceeded smoothly until the nail reached the distal segment of the fracture site, at which point the bone fractured into a three-part pattern.".